Manufacturer narrative:
G4: 21feb2020, b4: 26feb2020, the replaced power management printed circuit board assembly (pm pcba) was returned for failure analysis. It was determined that the failure of a regulator within the board caused the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
It was reported that the ventilator was inoperative. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
MFR received date: 16 sep 2019. The fse (field service engineer) evaluated the ventilator and confirmed that the rubber feet were missing. The fse reported that during evaluation, the ventilator's screen froze, an alarm was annunciated and the ventilator turned off. The fse replaced the pm pcba (power management printed circuit board assembly) and the rubber feet and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.: the customer corrected the problem statement and the patient involvement information. The customer reported that the ventilator's rubber feet were damaged. The ventilator became inoperative while it was being serviced. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator's rubber feet were damaged. The ventilator became inoperative while it was being serviced. Therefore, there was no patient involvement.